Event description:
It was reported that while the external pulse generator (epg) was being used with a patient with complete heart block there was failure to capture and no apparent output. As a result another temporary pacemaker was used. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: during analysis the device passed incoming testing with no anomalies found though it was noted that the battery door was broken and it was missing some parts. Some small parts would need to be replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).